Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322720. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 1ml 31ga 6mm 10bag ca shield was loose in the bag and the plunger was broken. The following information was provided by the initial reporter: material no:324921, batch no: 9322720. It was reported that the consumer found 1 syringe without the needle shield and stuck himself. Also, the plunger flanges seem broken off. Verbatim: consumer reported found 1 syringe without the needle shield and stuck himself when he grabbed the bag from box. Shield loose in bag. No medical attention needed. Consumer reported this same syringe the plunger flanges seem broken off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml 31ga 6mm 10bag ca shield was loose in the bag and the plunger was broken. The following information was provided by the initial reporter: material no:324921, batch no: 9322720. It was reported that the consumer found 1 syringe without the needle shield and stuck himself. Also, the plunger flanges seem broken off. Verbatim: consumer reported found 1 syringe without the needle shield and stuck himself when he grabbed the bag from box. Shield loose in bag. No medical attention needed. Consumer reported this same syringe the plunger flanges seem broken off.